Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number h13b24019 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Visual inspection and leak testing noted crazing on the cassette after pressure testing with leakage found. A measurement of the leak rate found it to be below specifications. Clear passage testing and clamp function testing were performed with no issues. The device was used on a lab homechoice machine with no issues noted. The reported issue was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned, used automated peritoneal dialysis set, the set was found to have leaks. No additional information is available.